Event description:
Additional information received from abbott technical support indicated the high battery impedance is due to a diagnostic anomaly.

Event description:
It was reported that increased battery impedance was observed on the device. No intervention has been performed. The patient was stable.